Manufacturer narrative:
Method: a work order search. Results: visual inspection of the returned product shows the lens has a portion of a haptic torn off and missing. There is clear surgical residue on the lens. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation. A lens serial work order search was performed for similar complaints within the search and no similar complaints were found. Conclusions: at the conclusion of the original investigation opened for the issue of icl vaulting (both inadequate and excessive), it was determined that the most likely root cause for both inadequate and excessive vault is difficulty in clinical sizing. In no case has a returned lens exhibited a length measurement outside the expected range according to the labeled length. Pre-operative measurement technology available to clinicians in the past did not provide a direct measurement of the sulcus, to which the icl should be sized. The current practice in selecting an appropriate icl for a pt is to measure white-to-white and anterior chamber depth and, through correlative algorithms, predict the length of the icl that will bridge the sulcus. This method of sizing based upon white-to-white and anterior chamber depth measurements was used in the FDA clinical trial and is recommended in the current labeling of the icl. If the predicted length is too short, the result may be an inadequate vault. If the predicted length is too long, the result may be an excessive vault. Evaluation of newly available, alternate measuring devices is on-going.

Event description:
The reporter stated that, the surgeon had inserted a single piece collamer implantable lens model micl 13.2 in the pt's left eye in 2006. The surgeon had to explant the lens the following day, due to an excessive vault of the lens in the pt's eye causing papillary block and high iop. No replacement lens put in eye. Pt's intraocular pressure after the exchange of micl's is 12 mmhg.